Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
Customer does not want the device to be evaluated.

Manufacturer narrative:
The complaint for heat was not confirmed as the product was not allowed to be evaluation per request of the account. The account did not want the device to be evaluated.